Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that during removal of the xience skypoint partially deflated balloon, resistance was met with anatomy and the stent came off the shaft. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: deflate the balloon by pulling negative on the inflation device. Confirm balloon deflation under fluoroscopy and wait 10-15 seconds longer. In this case, it is unknown if the reported issue with activation of the stent and likely loss of pressure may have prevented the deflation of the balloon prior to removal. Based on the information provided, a definitive cause for the reported activation failure could not be determined. The reported deflation problem, difficulty to remove and stent dislodgment with the reported foreign body in patient and treatment appear to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017, incorrect removal.

Event description:
It was reported that the procedure was to treat a moderately calcified, proximal left anterior descending coronary artery. An attempt to inflate the balloon of a 4.00x12mm xience skypoint drug-eluting stent (des) was made twice, and both times only reached 2 atmospheres. During removal of the xience skypoint partially deflated balloon, resistance was met with anatomy and the stent came off the shaft. An unspecified balloon was used to deploy the dislodged stent in the radial artery. A 4.00x12mm non-abbott device was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.